Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated alert 38 indicating consecutive motor stalls, after which the user reverted to subcutaneous insulin injections and later reconnected following a dry run and full supply change with successful drops observed; the issue involved the motor component and aligned with a mechanical jam. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed the motor was able to advance insulin after priming and rewinding, and the issue resolved without further intervention. It was concluded that the event was consistent with an insulin delivery interruption due to a transient motor stall or flow restriction that resolved after proper priming and supply replacement.